Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient was hospitalized that day. No additional information was provided and troubleshooting was not completed. Several unsuccessful attempts to contact the patient were made. This complaint is being reported because animas products could not be ruled out as a cause or contributing factor to the reported health event.